Event description:
It was reported that the patient's normal amplitude was 4.5v. The patient was at an amplitude of 4.6v when his ins was turned down and off prior to an MRI. Following the MRI a charge density warning was seen at 4.2v. The therapy impedance measurement was 700 ohms, in normal range. The reporter was advised to proceed to program the patient to 4.5v. It was noted that the patient's settings were right below the warning line.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0546383v, implanted: (B)(6) 2005, product type lead. (B)(4).